Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074622) on 12-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("painful periods"), device dislocation ("my coils both migrated, one clear out of the fallopian tube") and haemorrhagic anaemia ("I am anemic") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, cyclobenzaprine, multivitamin and oxycodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), menorrhagia ("terrible painful periods where I bleed so heavy I cant not leave home, due to heavy bleeding"), feeling abnormal ("brain fog"), arthralgia ("joint pain, leg and hip pain"), tooth fracture ("teeth are crumbling"), migraine ("migraines"), fibromyalgia ("diagnosed with fibromyalgia"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain and unable to lose"), weight loss poor ("weight gain and unable to lose"), vision blurred ("blurry vision") and pain in extremity ("leg and hip pain"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria disability and medically significant). The patient was treated with iron and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, device dislocation, haemorrhagic anaemia, menorrhagia, feeling abnormal, arthralgia, tooth fracture, migraine, fibromyalgia, anxiety, depression, weight increased, weight loss poor, vision blurred and pain in extremity outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, feeling abnormal, fibromyalgia, haemorrhagic anaemia, menorrhagia, migraine, pain in extremity, tooth fracture, vision blurred, weight increased and weight loss poor with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5074622) on 12-feb-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("my coils both migrated, one clear out of the fallopian tube") and haemorrhagic anaemia ("due to heavy bleeding, I am anemic") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, cyclobenzaprine, multivitamin and oxycodone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 8 years 1 month after insertion of essure, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), dysmenorrhoea ("painful periods"), feeling abnormal ("brain fog"), arthralgia ("joint pain, hip pain"), pain in extremity ("leg pain"), tooth fracture ("teeth are crumbling"), migraine ("migraines"), fibromyalgia ("diagnosed with fibromyalgia"), anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain and unable to lose"), weight loss poor ("weight gain and unable to lose") and vision blurred ("blurry vision"). The patient was treated with iron. Essure was removed on 18-dec-2017. At the time of the report, the device dislocation, haemorrhagic anaemia, dysmenorrhoea, feeling abnormal, arthralgia, pain in extremity, tooth fracture, migraine, fibromyalgia, anxiety, depression, weight increased, weight loss poor and vision blurred outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, depression, device dislocation, dysmenorrhoea, feeling abnormal, fibromyalgia, haemorrhagic anaemia, migraine, pain in extremity, tooth fracture, vision blurred, weight increased and weight loss poor with essure. The reporter commented: disability was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2018: quality-safety evaluation of ptc (product technical complaint) incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.